Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 458 mg/dl at the time of incident and the current blood glucose level was 566 mg/dl. The customer was assisted with troubleshooting. The customer stated that the insulin pump had insulin flow blocked alarm during basal. Customer stated insulin did not exited and after remove the reservoir from the pump and rewind the manual prime. Customer reported that insulin exits with the manual prime. The insulin pump will not be returned for analysis.